Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 9 infusion set fell off events on 01-may-2024. The infusion set was in use for 1-2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 9.